Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens was torn by the plunger of the injector during insertion. The lens was removed without enlarging the incision and there was no patient injury.

Manufacturer narrative:
The product pertaining to this complaint was not returned for evaluation, however, the lens was received and evaluated. The visual inspection showed the optic was torn by one of the haptics and there was a clear surgical residue on the lens. Eval conclusion - a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in manufacturing, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.